Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2015 with the following findings: investigation revealed that the battery compartment was cracked and the battery compartment threads were stripped. The battery cap was able to be removed from the pump, but would not secure to the pump due to the stripped battery compartment threads. There was no damage found to the battery cap. A test battery cap was also used during investigation, and the test cap would not secure to the pump. Unrelated to the complaint, investigation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.